Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the patient did not calibrate sense seeing the inaccuracy. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient did not calibrate since seeing the inaccuracy. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: if the cgm values are outside the 20/20 range, calibrate again. However, a root cause for the reported inaccuracy cannot be determined.